Manufacturer narrative:
The customer reported that the emergency button of their lift was broken. Details of the circumstances that lead to the malfunction were not provided. There was no patient or user injury reported. According to the periodic inspection for liko overhead lifts (3en191001, rev. 2), the emergency stop function should be checked at least once every year. In the document it is stated under section 5: check that the emergency stop (a) cord is secured properly and have no damage (if applicable). Activate the emergency stop button (b). Verify that it holds and locks in the activated position. With the emergency stop activated, check that the motor does not operate when the hand control buttons are pressed. Deactivate the emergency button. Verify that the button releases from the activated position into the deactivated position. Although there was no patient injury associated with the reported event, the report of the a damaged emergency stop button during patient lift could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction. The lift¿s cover has been replaced to resolve the issue. Based on this information, no further action is required.

Event description:
The customer reported that the emergency button of their lift was broken. Details of the circumstances that lead to the malfunction were not provided. There was no patient or user injury reported. This report was filed in our complaint handling system as (B)(4).